Event description:
The manufacturer received information alleging there was no alarm occurring for a loss of power that occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.